Manufacturer narrative:
Additional information received from the local field representative indicated the patient was seen in the clinic approximately 7 weeks following the reported episode. Threshold testing was not performed. The patient plans to be seen by the clinic next month. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced some syncopal episodes. Boston scientific technical services (ts) reviewed the most recent device data that indicated the patient had some non-sustained ventricular tachycardia (nsvt) episodes within the last seventy-two hours. All lead measurements were within normal limits. The presenting electrogram (egm) indicated that the device was operating as programmed. However, there was no recent data available to confirm that pacing thresholds measurements had been evaluated. No additional adverse patient effects were reported.